Manufacturer narrative:
The date of event, valve serial number and procedure date is unknown. The investigation is ongoing. Device remains implanted.

Event description:
As reported, it was a case of an implant of 26mm edwards sapien 3 ultra transcatheter heart valve, in aortic position. Post deployment of valve, the invasive pigtail gradient was 4mmhg. 1 month follow up echo showed the gradient at 24mmhg. A reintervention earlier than planned may be needed.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 clinical codes and investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed as no medical records or imagery were provided for evaluation. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In the instance of a bioprosthetic valve in valve implant, an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As reported, ''post deployment of valve, the invasive pigtail gradient was 4mmhg. Follow up echo 1 month later, the gradient was reported at 24mmhg. Patient was not symptomatic. A reintervention earlier than planned may be needed. The reintervention has not been performed. No action were taken''. Based on the limited information provided, the root cause for the increased gradients could not be determined but may be related to the patient's comorbidities and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.